Manufacturer narrative:
Device-c-based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were three instruments returned. The first instrument was returned with the top shroud damaged and second instrument was returned with the floor bent. No conclusion could be reached as to how the damage to the instruments occurred. Despite the damage to the instruments, they both fired and formed the remaining clips as disigned. The third instrument was returned in good condition. This instrument also fired and formed the remaining clips as designed. There was also a video returned with the instruments.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clips on the device did not come together properly, did not hold, came off very easily, and scissored. Three instruments were opened all with the same results. A 4th was opened to complete the case. Rep stated surgeon was using the device slowly and carefully, according to proper instructions. The original clip applier used was from a procedure tray, fdc22. There was no consequence to the pt.